Event description:
Several months after lead replacement the pt reported that the stimulator worked for the first few weeks, but had not worked since. The pt reported burning pain even when the stimulator was turned off. The pt noted that the stimulator sits "right on my hip" and it hurts. The pt requested the system be removed. Impedance check noted that impedances were high. The pt noted that she no longer uses the stimulator because it hurts, and the stimulation is in her legs instead of her arm. Reference MFR report#: 3004209178200808657.